Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images (date unknown) revealed a type ii endoleak. A reintervention was done on (B)(6) 2018. The physician implanted an additional gore® excluder® aaa endoprosthesis and relined the ipsilateral limb of the previously implanted rlt311413/15251235 device. The physician could not confirm if it was a type ii endoleak or a distal type I endoleak from the ipsilateral limb, due to the patient¿s high creatinine level. The endoleak was resolved and the patient tolerated the procedure.